Manufacturer narrative:
The perfusionist noted that a second occurrence occurred two weeks prior.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the air bubble detector (abd) alarmed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cardiopulmonary bypass procedure on (B)(6) 2018 the abd gave the perfusionist a false positive alarm. The perfusion team set up and placed the abd per the instructions for use (IFU) directly below the reservoir and on the 3/8 inch tubing in the correct orientation. They turned the abd on during priming once their was clear fluid past the sensor. There was no concern or alarm prior to initiation of cpb. Approximately five minutes after commencing cpb, the abd gave the perfusionist a alarm and stopped the pump notifying him that there was an air bubble. The heart-lung machine (hlm) is set to stop the centrifugal pump per their set up, therefore the pump acted accordingly and gave the user a backflow alarm also. The perfusionist confirmed that there was no air in the tubing for the reservoir was full and there was no air in the line, then proceeded to turn off the abd and resumed forward flow to the patient. This was done in seconds. He next proceeded to turn the abd back on and it worked well for about ten minutes. It then had the same sequence of a false positive alarm. He opted after the second occurrence on this procedure to keep his abd off, for he felt comfortable just using his level detectors. The manufacturer's field service representative has reached out to him to see if the hospital would like a service call, and to date there has not been a confirmation of this. No additional complaints has been received. There was no delay in the surgical procedure due to the false alarm. There was no blood loss or associated harm with the event.

Manufacturer narrative:
Updated block: date of event.

Manufacturer narrative:
The reported complaint was confirmed. Per the user facility, once the air bubble detector (abd) was mounted in a fixed position there were no more issues. Multiple diligence attempts were unsuccessful for part return so no evaluation was done. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's perfusionist, the air bubble detector (abd) was hanging from the tubing out of the cardiotomy reservoir. He mounted a horizontal bar and tightened the abd onto the bar.